Manufacturer narrative:
Additional information was received that the patients gastric problem was resolved.

Event description:
A report was received that the patient had prolonged hospitalization due to experiencing bowel obstruction. The physician indicated that it maybe due to the combination of anesthesia and pain medication.

Event description:
A report was received that the patient had prolonged hospitalization due to experiencing bowel obstruction. The physician indicated that it maybe due to the combination of anesthesia and pain medication.